Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes recurrent deep vein thrombosis and pulmonary embolism despite anticoagulation therapy. The filter was deployed below the origin of the renal veins. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter being tilted. A CT, done approximately three years and three months after the index procedure, indicates that the filter was in place. The superior apical tip of the filter sits approximately 2.3 cm below the confluence of the right renal vein. There is approximately 9.3 degrees of rightward tilt and approximately 15.1 degrees of anterior tilt. The superior apex lays along the anterior wall of the inferior vena cava (ivc). The inferior apex lays within the center of the ivc. There was no clear evidence of strut penetration. There was no evidence of strut fracture. Calcified granuloma at the right lung base and bibasilar atelectasis were incidentally noted. Per the patient profile form (ppf), the patient reports tilting of the filter. The patient also experienced pain (described as stomach pain and abdominal pain). The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Pain does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received. Additional information received per the medical records indicate that the patient has a history of recurrent deep vein thrombosis and pulmonary embolism despite anticoagulation therapy. The filter was deployed via right femoral vein. It was placed below the origin of the renal veins. The patient tolerated the procedure well. The results of computed tomography (CT) scans done approximately three years and three months after the index procedure indicate that the filter was in place. The superior apical tip of the filter sits approximately 2.3 cm below the confluence of the right renal vein. There is approximately 9.3 degrees of rightward tilt and approximately 15.1 degrees of anterior tilt. The superior apex lays along the anterior wall of the inferior vena cava (ivc). The inferior apex lays within the center of the ivc. There was no clear evidence of strut penetration. There was no evidence of strut fracture. Calcified granuloma at the right lung base and bibasilar atelectasis were incidentally noted.   Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter.  The patient also experienced pain (described as stomach pain and abdominal pain). Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Initial reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter being tilted. As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors may have contributed to the reported tilt. Due to the nature of the complaint, the reported pain and leg swelling experienced by the patient could not be confirmed and the exact cause could not be determined. Given the limited information available for review, a relation between the device and the event could not be determined. Pain does not represent a device malfunction. Clinical factors that may have influenced the events described include patient, pharmacological, lesion characteristics or other comorbidities, such as venous insufficiency which is known to lead to possible swelling and pain of the lower extremities. At this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter being tilted. As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.